Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws on the device locked on the cystic duct and would not open. The surgeon used a single clip, clip applier around the stuck device then cut the device out and off the tissue. A reusable clip applier was used to complete the procedure. No adverse consequences reported. (B) (6). Message from the sales representative: the surgeon has been using the device for a few years and has never had this problem. I can't say for sure if there was a technique change as I wasn't in the case but it was a lap chole and my experience is that surgeon don't typically change their technique in this procedure. It's been about a year since the staff was in-serviced and probably longer for the surgeon. The surgeon has been made aware of pulling the firing trigger to assist with opening the jaws.